Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a total laparoscopic hysterectomy, the device was loaded with a reload. During the first pass the needle bent. The device would not close to toggle or remove. After removing from body, needle broke off in device when trying to remove it to replace the needle. Opened a new device and reload of the same lot and the same exact thing happened again. A third device and reload from another lot was opened and the vaginal cuff closure was completed. No adverse events have been reported.